Event description:
Healthcare professional reported, capsular contracture, baker grade IV.

Event description:
Health care professional reported capsular contracture baker grade IV, rupture, seroma-late and nodule. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed no additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, nodule, and capsular contracture, baker grade IV.

Event description:
Health care professional reported capsular contracture baker grade unknown , rupture, seroma-late and nodule. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Event description:
The event of nodule is not device related.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed, as surgical damage. Capsular contracture-breast: unable to observe, since it is not related to the device. Lump/nodule-breast: unable to observe, since it is not related to the device. Lymphadenopathy-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.